Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that blood pump rotor from a 2008t hemodialysis (hd) machine damaged the blood pump tubing segment of a bloodline during a patient¿s hd treatment. The biomed stated the blood pump rotor had the old plastic style caps on the tubing guides. The patient's estimated blood loss volume was less than 50 ml. There was no serious patient injury reported. No further event details were provided in the initial reporting. Upon follow-up with the biomed, it was reported that one of the rotor caps was loose. There were no other abnormalities or visual defects noted on the part. The biomed fixed the machine by replacing the blood pump rotor. To date, no further details have been provided.